Event description:
It was reported the epg (external pulse generator) needs the battery terminals and battery start-up cable replaced. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery contacts were broken and contaminated and the battery flex was contaminated. It was also noted that the upper and lower cases were contaminated, the battery release, battery release o-ring, one case screw, battery release spring, battery drawer and battery drawer o-ring were contaminated and the main printed circuit (pc) board was damaged during repair, so the pc board was also replaced.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.